Event description:
It was reported that catheter entanglement on guidewire occurred. An opticross imaging catheter was selected for use to view the target lesion. During procedure, it was noted that opticross hd caught the wire upon removal. There was no patient injury, the wire and the catheter had to be removed as one. The procedure was completed with different device. No patient complications were reported.